Event description:
It was reported that the bd syringe 50ml ll bns had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported that bd syringes that we bought, we use them to include them in a cell regeneration kit. And these luer lock syringes, we connect them during the technique, to a luer lock valve. We have been using the same syringes and valves for many years, at least more than 5 years. But in the last few months: the number of incidents reported by end users has increased, related to the difficulty to connect the syringe to the valve. Internally, during the production process, we check 100% of assemblies to lubricate a reservoir containing the kit. Where the assembly is left ready for the technique. And a couple of weeks ago, the operators also told us that it was a little more difficult for them to carry out the joint. 27-oct-2025: additional info response received. Both the 20ml and the 50ml models are connected to a valve with a luer lock connection, and when trying to connect them, the connection of the syringes deteriorates very easily, causing the connection to be unsuccessful. Additional information provided: was the patient or user harmed? If yes, please explain patient: yes, he was harmed. Syringes are used to transport the patient's blood from the extraction kit to the prp cylinder for centrifugation. Due to connection failures, blood is lost and a new venipuncture is necessary. In some cases, this prevents the cell regeneration technique from being applied to the patient. User (healthcare professional): it has also been affected, in certain cases. During failed connection attempts, there may be contact with the patient's blood, which implies a risk of exposure. Could you clarify whether the reported connection issues resulted in leaks? Were there any negative consequences for the patient or user due to these events? Yes, connection problems caused deformation of the syringe's luer lock cone, resulting in blood leakage. These leaks occurred when trying to connect the syringe with a luer lock valve, without success, which generated blood spills and potential risks for both the patient and the user.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported that connecting the syringe to the valve was difficult. To support the investigation, five unpackaged samples were received for evaluation by the quality team. Three samples were marked with handwritten lot number 4247506, one sample was labeled with the number ¿2,¿ and another with the number ¿5.¿ a visual inspection revealed no defects or imperfections. Each syringe was then filled with saline solution, assembled with a needle, and tested. The saline solution was expelled without leaks or any abnormal conditions. A device history record review was conducted for material number 301035, covering lots 3200836, 4122702, 4190340, 4247506, and 5010903. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found, and all processes and final inspections complied with specification requirements. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned samples, the reported symptom could not be confirmed.